Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09682. It was reported that the right ventricular lead was capped and replaced due to ventricular oversensing and undersensing. The device had previously been reprogrammed to address the sensing issues. The patient tolerated the procedure well and was discharged.

Event description:
Additional information - it was reported that the right ventricular lead had been sensing intermittently in addition to the oversensing and undersensing seen prior to replacement.